Event description:
It was reported that a malfunction occurred on the pump, identified by the caller with the malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur.